Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good physical condition. A review of the event history log identified plunger not in place alarm in history. During functional testing using the set up and the flow test, the reported issue was duplicated. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced the plunger board.

Event description:
It was reported that the pump exhibited plunger sensor error. No patient injury was reported.